Event description:
New information received indicated that svc coil was turned off.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented at the hospital after receiving a notification for low, out of range hv lead impedance. Programming changes and a chest x-ray were recommended. The patient will continue to be monitored.